Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their lower front teeth are still hitting the backside of their upper front teeth. Their teeth are chipping. Further information was requested from patient to further evaluate alignment and contact.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.